Event description:
It was reported that on (B)(6) 2024, a 35-25mm amplatzer talisman pfo occluder was chosen for a procedure. During procedure, it was noted that the right disc of the device was not correctly deployed and remained like a ball. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 35-25mm amplatzer talisman pfo occluder was chosen and successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Reportedly, it was indicated that there was no anatomical interference, or angulation or kink in the delivery system upon deployment. Additionally, a photo was received from the field; however, it could not be confirmed as there was no bulbous shape deformity during the returned device analysis. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.